Event description:
Information was received regarding a cadd cassette reservoir. It was reported that multiple pumps failed due to the flow stop cassettes. Two patients in the clinic were unable to complete their treatment because they have no additional pumps that would run. They remixed cassettes and the pump would still not run with the cassettes they have in their possession. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.